Event description:
The customer reported via phone call that she had a loose reservoir and it was missing a piece. Customer's blood glucose was 320 mg/dl at the time of the incident. Customer stated that the damage was on top of the reservoir. Customer does not remember how the damage occurred. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime, compromised force sensor system, and excessive no delivery test. The pump was received with a cracked case at the display window corner, a broken reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads.